Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and 1 clip partially formed . Upon cycling, the instrument was noted to be empty and locked out. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 1 conforming clip was found jammed. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip fell off from jaws after feeding during use. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.